Event description:
It was reported that upon opening the box, the lead wires just prior to the distal contacts were all bunched up. The hcp could not insert the stylet, and it was noted that the damage was very visible. The lead was not used on any patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the lead body stylet coil found foreign material blocking stylet insertion. Analysis of the stylet found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.